Event description:
The hospital reported that during the saphenous vein harvesting procedure, the tunnel kept collapsing. The procedure was completed with an open leg technique. No additional pt complications were reported.